Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee procedure and was subsequently revised due to screw loosening and coming out of the implant. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Concomitant medical products: diah seg lock screw set item# 150481 lot# 857090r, oss 7cm segmental femoral rt item# 150354 lot# 113880, oss poly femoral bushings 2pk item# 150477 lot# 206420, oss poly lock pin item# 150478 lot# 229020, oss poly tibial bushing item# 150476 lot# 238810, oss tibial poly bearing 14mm item# 150411 lot# 365420, oss axle item# 150480 lot# 081300, oss reinforced yoke item# 150493 lot# 461040. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as the screw can be seen in the joint space in provided photos. Additionally, the tibial bearing pictured shows signs of wear and delamination. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations/ anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.